Event description:
A 5 ft 4 inch 80 lbs taken by stretcher in ambulance (not wanting to go because of weight and boney protrusions of sacrum coccyx lumbar thoracic cervical neck too painful on hard stretcher & ride ) agreed to go to appease a family member who I thought called because I wasn't feeling well. The ride was bad but it turned into worse as the emt ladies were taking me out of back of ambulance on the stretcher something went wrong with the mechanics of stretcher itself and I was dropped so hard and fast (emt) instructor said the drop was no less then 2 feet but they believe about 3 feet. Flat on bones nerves exposed only skin covering raw protruded bones entire back. Of body and my head hit. I have serious problems escalated medical spine disc herniations severe pain disability. This could and should have been prevented and reported to ER staff (it wasn't ) it was only reported to the chief of ambulance service by the emt involved. Though only cervical and thoracic spine MRI's were done the lumbar image of l1 was incidentally seen by radiologist and a disc herniation and tear were found there also. No lumbar disc herniation prior. It took a long time to get MRI because too painful to lay long enough so sit up MRI done once finding facility to perform. Model, catalog, lot, serial, and UDI numbers: unk. FDA safety report ID# (B)(4).